Event description:
A malfunction was reported with a code displayed as malf 0-0x237e. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer used multiple daily injections as backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and sent a replacement pump, instructing the customer on storage mode and return procedures using a return box and pre-paid label. The customer acknowledged and understood these instructions.